Manufacturer narrative:
A facility biomed reported that their advantage automated endoscope reprocessor (aer) was modified. The facility also reported altering the scope data management information programmed in the machine so the machine would reprocess their endoscopes using the modified hookup. Off label use and modification to the hookups could result in improper high level disinfection, rinsing, or drying of their endoscopes; therefore potentially leading to patient cross contamination or chemical exposure. Medivators technical service representatives informed the facility that these modified hookups should not be used and discarded because they are no longer validated for use with the aer. The facility reported they took the modified hookup blocks out of service. The facility has ordered the appropriate hookups to replace the modified ones. It is unknown how many scopes were reprocessed using the incorrect hookups. To date, there have been no reports of patient or user harm or illness. This complaint will continue to be monitored within the medivators complaint system.

Event description:
The facility reported modification to an advantage automated endoscope reprocessor (aer) hookup, thus high level disinfection of the scope was potentially not achieved and could lead to patient harm. In addition, the facility altered the aer data management system so that the modified hookup could be used in the machine.